Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #2) used to treat patient. The patient's attorney alleges additional surgical intervention, however, no details have been provided. No lot number has been provided, therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Device evaluated by manufacturer? Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol flat mesh and perfix plug implanted on (B)(6) 2004 and/or (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). The attorney alleges general allegations for emotional distress and personal injuries sustained by the patient.